Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was recorded as high. At the time of the report, customer had not treated the elevated bg. Technical support assisted customer with clearing the alarm and customer resumed pump therapy.